Event description:
It was reported that the customer went to the emergency room due (ER) to an elevated blood (bg) level of 670 mg/dl and a high level of ketones. The customer was treated with an intravenous insulin and fluid drip. At the time of the report to tandem technical support, the customer confirmed the reported issue resolved and sustained no permanent damage, however, the customer had not yet been released from the ER. The cause for the reported issue was unknown. Multiple follow up attempts were made to obtain additional information, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood (bg) level of 670 mg/dl and a high level of ketones identified as dangerous by healthcare provider. The cause of the elevated bg was unknown. Bg was addressed with an intravenous insulin and fluid drip. At the time of the report to tandem technical support, customer indicated the issue was resolved and no permanent damage was sustained. Reportedly, the customer reverted to manual injection for insulin therapy.